Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a motor error alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump had unexplained no deliver in last 30 days and label was missing. Customer stated that the insulin pump had rejected new batteries and spring lose in battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. No frozen screen noted during test and time clock advances properly. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).